Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test off no power alarm. The blood glucose value level was 279 mg/dl at the time of the incident. Customer stated this is the second occurrence that they did not receive a low battery alert prior to off no power alarm. Troubleshooting was completed. Customer was advised the device will be replaced. The customer will return the product for analysis.

Manufacturer narrative:
Insulin pump had a blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify motor error alarm, button keypad anomaly, failed battery test alarm, battery power loss alarm, low battery alarm, off no power alarm due to blank display. Motor passed motor test. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and stained address/serial number label.